Event description:
The customer reported that, during reprocessing, it was found the lamp did not light even though the bulb was recently replaced. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The xenon light could not be lit due to a defective converter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of "the xenon lamp does not light up" was reproduced and that it was determined to have been caused by the converter failure. Olympus will continue to monitor field performance for this device.